Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure performed in 2009. According to the complainant, the device could not be advanced to the desired anatomy location in the bile duct. When attempting to remove the device from the scope in order to dilate the anatomy with another device, the stent became stuck in the scope. The device and the scope were removed from the patient. The patient was rescoped and the procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.